Manufacturer narrative:
No root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient instilled new contact lenses on 13 july and the following day experienced inflammation and sought medical treatment. The patient was treated with antibiotics (unspecified). After being cleared to return to use, the patient resumed lens wear in september and after two day of lens use experienced severe inflammation. Good faith efforts have been made to obtain additional info without success, additional info is unknown. This event is being reported in an abundance of caution due to lack of medical info, incomplete diagnosis, and unknown resolution.